Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Event description:
Kimberly-clark received a report stating that when intubating the patient, the endotracheal tube cuff gets ripped or torn. It happens with and without the use of a glidescope. This type of incident is noted to occur more often during difficult intubation procedures. No additional information was provided in regards to the patient's status.